Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the two devices used in the same procedure on the same patient? No, the date of the surgery is different as indicated in the request. Questions only to pi1-ooe2td (cdh29a): during what kind of procedure was the device used? Low anterior resection. ¿the stapler cut without stapling¿ did the device staple only partially or not at all? Please describe more detailed. Not at all. On what tissue type was the device used? What was the quality of the tissue? Rectum was the device fired over thick tissue? 2.0 mm. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Audible feedback. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Medium. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)?audible feedback and compression scale. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Hand. Was the spike of the trocar inserted lateral or through the staple line? No. How thick was the tissue, was it evenly and tension-free distributed in the instrument? 2.0 mm, yes. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? No. Was the device completely fired plastic to plastic? Yes. Were staples observed in the tissue? If so, was the staple form acceptable? No staples at all. What was the outcome, leakage, bleeding or other please specify? There were no. Complications since the surgeon could perform a manual anastomosis. What is the age and sex of the patient? (B)(6) male. What is the current status of the patient? Stable. Is there any other additional information you would like to share about this device, procedure, patient or physician?

Event description:
It was reported that during an unknown procedure, the stapler cut without stapling so the surgeons need to do a manual anastomosis. The circular stapler cut but did not staple since apparently there were no staples in the device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.